Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years ago.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. No patient complications postoperatively. No device malfunction suspected. The explanted device was not returned as it was disposed by the medical facility. No further information has been obtained despite good faith efforts.